Manufacturer narrative:
The returned device was evaluated dimensionally and it was observed that the outer blade tube was bent in excess of .004" against a design requirement of .003". The bend in the blade caused a misalignment of the inner and outer blade tips which resulted in shedding. It is unknown how the blade became bent. A review of the device history record was performed which confirmed no inconsistencies (method code 3317). After evaluation a root cause for the reported incident could not be found. No further investigation is necessary at this time. (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that shedding was noticed inside the joint, the doctor removed all he could see via suction on shaver. The delay in case time did not exceed thirty minutes. No patient injury or complications took place.